Event description:
Upon advisement by dr, the essure device was implanted. I have experienced menstrual bleeding that has not stopped since the implantation of the device. Rx meds: lisinopril, metformin, ambien, norvasc, metoprolol, hydrochlorothiazide, nexplanon, wound vac, prozac, percocet, lidocaine, imitrex, zofran. Otc meds: tylenol.